Manufacturer narrative:
(B)(4). Evaluation, results: endoleak. Results and conclusion: lack of info. Unknown cause of type iii endoleak.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 34 months ago. At the time of initial implant at the end of the case there was a type iii endoleak between two iliac components (ref MFR #2953200-2008-00591). The patient has end stage renal artery disease and will have a kidney transplant. The aneurysms have to be treated prior to a kidney transplant. The stent graft was implanted partially covering the renal artery, as the patient was already in renal failure and was on dialysis. The patient presented two months ago complaining of significant back and abdominal pain. A type iii endoleak was confirmed originating from a fabric tear on the main body of the previous aneurx stent graft (ref MFR #2953200-2011-01020). The aneurysm and the endoleak were successfully repaired with another manufacturer's device. Imaging upon completion revealed good wall apposition, complete resolution of the endoleak, filling of the aneurysm on contrast, and filling of the external iliac arteries bilaterally. There are post operative changes from a bifurcated infrarenal aorto-iliac stent graft placement with embolization of the internal iliac arteries. The CT showed that there has been an interval increase in the size of the native aaa to 6.1 cm in diameter, particularly with a worsening lobulated appearance to the left lateral superior aspect of the sac. This is most likely due to worsening endoleak although a component of acute hemorrhage is not excluded. Evaluation of the abdominal aorta is limited without intravenous contrast. There is a small amount of free fluid surrounding the abdominal aorta and elsewhere in the abdomen and pelvis which is non specific due to the patient's previous history of ascites. Interval bilateral pleural effusions, right greater than left common iliac artery bifurcation. Bilateral pleural effusions, right greater than left, with associated atelectasis in the lung bases. No additional clinical sequelae were reported.